Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review it was noted that the shock was inappropriately administered due to oversensing of noise. Boston scientific technical services (ts) was consulted and discussed the noise appeared to be muscle noise, but suggested an x-ray to check system integrity as the r waves had decreased. An x-ray was taken which showed no significant findings and system placement was verified. The physician believed the noise to be related to muscle noise. The physician consulted with the patient and the decision was made to turn off tachycardia therapy in the s-ICD following the shock as there may be indication tachycardia therapy may not be needed for this patient. Additional information was received that oversensing of noise continued. A revision procedure was performed where both the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted.